Event description:
It was reported that the micro saggital saw would not run during a procedure. Upon eval at the MFR, it was found to run without user activation. There were no pt or user injuries, and no adverse consequences.

Manufacturer narrative:
Corrosion damage was discovered within internal components of the device.